Event description:
Found the central venous pressure line (tubing) severed (broken) close to where the hub of the catheter is located. A knot was tied in the catheter by the nurse, md was notified, and a new peripherally inserted central venous catheter was inserted by the radiologist. The pt was residing in a nursing home at the time and was transported to the hospital for replacement of catheter.